Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and common bile duct lithotomy procedure performed on (B)(6) 2018. According to the complainant, during preparation outside the patient, it was noticed that the cutting wire was broken which could not be inserted through the endoscope. Reportedly, there was no any visible damage noted to the device packaging. The procedure was completed with a second autotome rx 44. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and common bile duct lithotomy procedure performed on (B)(6), 2018. According to the complainant, during preparation outside the patient, it was noticed that the cutting wire was broken which could not be inserted through the endoscope. Reportedly, there was no any visible damage noted to the device packaging. The procedure was completed with a second autotome rx 44. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device codes: the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and slightly blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.